Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was leak on the reservoir. Troubleshooting was performed. Customer advised the reservoir leaked around the black o ring and the issue remained unresolved, customer was advised a new reservoir would be sent. The reservoir will not be returned for analysis.